Manufacturer narrative:
Concomitant medical products: 4469, lead; 4470, lead implanted on unknown date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset was noted on the implantable pulse generator (ipg). Bit-flip was also identified. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the reset was cleared.